Event description:
It was reported that the right ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
.